Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter does not turn on and has crooked lines through the display. These issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k082590.

Event description:
On (B)(6) 2010, the lay user/ patient's father contacted lifescan (lfs) alleging that the onetouch ping meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) contacted the patient's father for follow up questions on (B)(6) 2010 but was not able to be reached. On (B)(6) 2010 the mss spoke to the patient's father and verified/obtained the following information. The patient's father informed the mss that the patient manages her diabetes with insulin pump (novolog 1 unit for every 15 carbohydrates and 1-40 units for results over "150 mg/dl"). On (B)(6) 2010 at 10:30 am, the father stated that the patient obtained an alleged reading of "260 mg/dl" with the subject meter and at the same time developed symptoms of keytones and her stomach was not feeling well. In response to the symptoms, the father claimed he administered insulin (unknown dose) and then brought her to the emergency room (ER). At the time of the ER, the father stated she was given IV fluid and an extra dose of novolog insulin (unknown dose). The father indicated since the patient did not feel well after the treatment, the patient had to stay at the hospital. The following day, at around noon, the father reported comparing the subject meter to the doctor/clinic meter. The patient obtained an alleged reading of "181 mg/dl" with the subject meter and "520 mg/dl" on the doctor/clinic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As a result of the alleged readings, the father stated the patient continued to stay at the hospital and take her usual dose of insulin. The father claimed the patient was not released from the hospital until 6:30 pm on (B)(6) 2010. At the time of troubleshooting, the cca noted an approved sample site was used and the subject meter's unit of measure was set correctly. The patient's father did not have the control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient continued to receive treatment from an hcp after the alleged issue began.